Event description:
It was reported via clinical study that this patient underwent an initial total shoulder arthroplasty. During surgery, they experienced a lesser tuberosity fracture while reducing joint. No propagation. The surgeon switched to a standard, cemented stem with #5 fiber wire around proximal humerus. The device remains implanted. The outcome is considered continuing. No further information is available.

Manufacturer narrative:
D10: 300-01-11 - eq, hum stem prim, press fit 11mm: (B)(6). 322-42-00 - 145-deg pe 42mm hum liner +0: (B)(6). 322-10-00 - humeral adapter tray, +0:: (B)(6). 320-06-42 - glenosphere 42mm: (B)(6). 320-15-05 - eq rev locking screw: (B)(6) 320-15-04 - rs glen pl r post aug, 8 deg, right: (B)(6). The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.